Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer is using the pump to deliver a non-insulin steroid product. Tandem clinical support educated the customer that the steroid product is off- label use of the pump and advised the customer to consult with health care provider and field team for further assistance. Customer acknowledged and understood. Customer was unable to further troubleshoot the issue with tandem technical support but alleged they were going to change out their cartridge and infusion set to resolve the issue.